Manufacturer narrative:
The ge service representative conducted an onsite investigation. The battery pack was replaced. The system was tested and operates as intended. This event may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the system displayed an x-ray overtime error message. No pt injury was reported.